Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold measurements and pacing impedance measurements of 780 to 900 ohms and have been as high as 1000 ohms. An x-ray was performed and a fracture was found. It was noted that there was still capture with the lead; therefore, the physician decided to leave the lead implanted at this time. When the new device was implanted, the pacing impedance measurements were 1200 ohms which is still within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.